Manufacturer narrative:
E1: initial reporter facility name: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of two (2) minicap extended life pd transfer sets could not be closed completely. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received for h3, h6, and h10. H10: two actual samples were returned for evaluation. Visual inspection was performed on both samples, and it was noted that the white twist clamp will not fully align with the notch of the main body. Functional testing was performed on both samples, and the twist clamp closed not allowing flow through the set; however, the clamp will not fully lock in position.the reported condition was verified. The cause of the condition was determined to be a manufacturing related issue which occurred during the milling process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.